Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" error code was found in the ventilator's downloaded event log. The device's internal li-ion battery needs to be replaced to address the issue. No repair was performed. The unit not needed for inventory, and it will be scrapped.